Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The complaint device was received for analysis. The condition of broken was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the tip of the broach lever that attaches to the broach locking pin was fractured off and not returned. This fracture appears consistent with brittle failure due to the application of excessive force. Bone fragments or tissue becoming lodged between the interfacing surfaces of the broach and broach handle may not allow for proper engagement of the mechanism. This may lead to the application of excessive forces while attempting to close the broach lever. The tip that fractured off was not returned with the device. The disassembled latch release appears to be consistent with not staying in place due to failure of the roll pin that fixes the latch release to the locking pin. The roll pin appears to have sheared off. From how the material deformation of the roll pin is folded over in one direction, it appears the shearing occurred. This is the same direction as if one were to apply a force to release the mechanism. No other markings are apparent on the device to indicate the use of excessive forces in attempting to release the latch. Based on the laser markings, this device has been reworked to at least rev b of the design. The release latch (167-201-06) from the first design iteration of the device. (B)(4) calls for this component to be replaced by 167-201-09 with a smaller 0.039in diameter feature than the larger one when the device is reworked to rev b. Thus, the roll pin was not able to fixate the release latch as it was designed to. It appears this allowed for the inertial forces of the release latch to fatigue the roll pin during normal use of the device. This resulted in the ductile failure of the roll pin. This failure does not compromise the use of the device. One can still hold the locking lever in place by hand when impacting the broach handle. A correction and removal committee meeting will be held to address this manufacturing issue. Refer to (B)(4) for details. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The failure of the role pin and release latch mechanism was found to be manufacturing related. In the rework process the old release latch (167-201-06) was not replaced with the new release latch (167-201-09) which lead to the failure of the roll pin. This will be addressed in (B)(4). Exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2014. Therefore, the failure of the broach lever tip does not appear to be manufacturing-related. The broken device reported in experience (B)(4) was most likely a result of bone or tissue becoming lodged between the mating surfaces of the broach and broach handle. This may have prevented proper engagement of the broach locking mechanism and the use of excessive force on the broach lever leading to ultimate failure of the broach lever tip. The failed roll pin was most likely the result of a manufacturing error where the incorrect piece was installed. A correction and removal committee meeting will be held to address this manufacturing issue. Refer to (B)(4) for details. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. An investigation was conducted; the broken device reported was most likely a result of bone or tissue becoming lodged between the mating surfaces of the broach and broach handle. This may have prevented proper engagement of the broach locking mechanism and the use of excessive force on the broach lever leading to ultimate failure of the broach lever tip. The failed roll pin was most likely the result of a manufacturing error where the incorrect piece was installed. Information was not provided for: pt. Info., initial reporter name and address.

Event description:
It was reported from the us that during an orthopedic surgical procedure a broach handle did not function. There was no part of the broach handle that fragmented off into the patient. The agent stated that the broach was broken as in it does not work. No delay to the surgical procedure, the surgeon always has other broach handles available. The engineering analysis found the tip of the broach lever that attaches to the broach locking pin fractured. No additional information was provided by the contacts related to this event.